Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the upon starting pt's fluids, the fluids started leaking out of the first port in the IV set (where we usually hook up the chemo adapter) resulting in a fluid leak.

Manufacturer narrative:
The customer reported leaking from the first smart site, and returned one set of material # 2426-0007, batch # 25025363. Upon initial visual examination, the set verified the complaint of leakage, and the tubing inserted into the smart site was found to be bunched up. The tubing looked to be inserted into the connection point incorrectly. The manufacturing site found the root cause for the issue to be related to assembly error by personnel. A quality alert was issued july 18th, 2025 to the involved personnel to address the failure. In addition, the connection in question will be performed on a new generation machine, which is under validation process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.